Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture on the left ventricular (lv) lead. Boston scientific technical services (ts) reviewed data from the system and noted a recent change in lv impedance measurements. Ts discussed this impedance change could be indicative of lead movement. Testing was recommended. This crt-p remains in service at this time. The make of the lv lead is unknown. No adverse patient effects were reported.